Event description:
It was reported that the patient was ¿miserable¿ and had been vomiting for four days. Per event logs, a motor stall occurred on (B)(6) 2014 at 8:10 am. A tube set message also occurred. The patient heard an alarm on the report date. The patient did not have an MRI. The patient had an appointment with her doctor scheduled for (B)(6) 2014 to review options and a possible pump replacement. The device system was used to deliver hydromorphone and bupivacaine. It was later reported that information about restarting the stalled pump was requested. It was later reported that the patient had nausea and vomiting. The cause of the motor stall was unknown. The motor stall did not recover. The patient was scheduled to see the surgeon in office and have a pump replacement scheduled.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).